Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific biological response. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025 it was reported via email by the arthrex clinical research team that the following information was obtained from a clinical study: patient underwent right knee medial unicompartmental arthroplasty utilizing ibalance uka on (B)(6) 2019. During follow-up visit on (B)(6) 2019, patient presents with continued pain. It is noted that patient has gone through a thorough workup, including CT scan and MRI and bone scan, as well as medrol dosepaks, physical therapy, and reports no improvement in her symptoms. Patient feels as if ¿leg is unstable.¿ patient reports start- up pain after prolonged periods of rest, and also has pain when standing or doing any kind of walking. Diagnostic arthroscopy was performed on (B)(6) 2019. Arthroscopy findings revealed grade 2 and 3 changes throughout patella and mild changes in trochlea. There was significant hemorrhaging synovium in the suprapatellar pouch and both ablator and suction shaver were used to perform complete synovectomy. There was also significant synovitis in medial compartment, which was removed with synovial shaver. There was pseudo meniscus, which was also removed. The uka components looked in ideal position and had good stability. No abnormality was found in prosthesis itself. The notch was evaluated and found to have extensive hemorrhagic synovium, which was removed. There was central lateral meniscal tear, using a combination of basket, biter and suction shaver, a partial lateral meniscectomy was carried out. The medial and lateral gutters were identified and synovial inflammation was removed.